Event description:
Sales rep reported that while using an arthroscopic pump with the neptune rover, the rover was allowed to overfill which caused the suction to deactivate. The arthroscopic pump continued to force fluid into the rover which caused backflow toward the surgical site. The surgeon noticed this right away, and the pt was irrigated with 9 liters of normal saline, and antibiotics. The pt also received ancef, and vancomycin at the hospital. The pt was sent home with one month of hiv prophylaxis, and will have labs drawn after one year. The pt was also sent home with levaquin for two weeks.

Manufacturer narrative:
The device was being operated with a "fluid volume error." This means that the fluid volume sensor was disabled which means that the system could not sense the volume level. The field technician reported to have found a small piece of plastic (not part of the neptune system) in the canister. This piece of plastic had wedged itself between the bottom of the canister, and level sense float. The level sense float is what determines the volume of the canister. Based on the service info, fluid was pumped back towards the surgical site because an external pumping device was allowed to continue to pump fluid when the rover canister was overfilled by the user. The instructions for use include a warning stating "verify that the rover's fluid suction is activated when using an external pumping device. Running an unsupervised external pumping device while the rover's fluid suction is deactivated may result in pt injury. The rover's fluid suction deactivates when the fluid collection container is filled at 20 liters."